Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the product was taken out of the package, on the tip side of the shaft (the part where the clips were loaded) , it was found that the gray parts and transparent parts were disengaged. The device was not to used. The event occurred during laparoscopic sigmoidectomy procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with thirteen remaining clips. A portion of the shrink wrap was missing from the distal shaft assembly. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. The clip ejected from the jaws because of the damaged shrink wrap. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when interaction between the instrument shaft and trocar system may result in a tear of the shrink wrap during device insertion or removal. Additionally, please be sure to avoid shrink wrap contact with sharps or cautery devices during the application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.